Event description:
It was reported that the customer experienced a high blood glucose level of 242 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer administered a correction bolus using the pump, followed technical support's guidance to inspect and replace supplies, and planned to resume insulin therapy after replacing the necessary components.